Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram once in three days intraperitoneally (duration not reported) and amikacin injection with a loading dose of 500 milligram and then 250 milligrams once daily as the maintenance dose (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.